Manufacturer narrative:
Failure analysis noted that the pump passed displacement test, rewind, and basic occlusion test. However the pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirm in alarm history screen. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. There was no motion sensor test failure alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a motor error, motion sensor test failure, and motor position encoder error. Blood glucose at the time of incident was 154mg/dl. The customer states he is unable to rewind the insulin pump, because of reoccurring motor error alarm. The customer sate the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer did receive motion sensor test failure and motor position encoder error. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.